Event description:
It was reported that the patient was brought into their local emergency room with stroke-like symptoms, including slurred speech, unilateral eye deviation, and weakness, that began approximately an hour after they woke up that morning. Patient's family denied any recent alarms or events leading up to the development of these symptoms, and staff at outside facility also denied any alarms on interrogation. The event log captured routine events; the device was functioning as intended. The stroke was not confirmed, and was presumed to be atherosclerotic in nature based on computed tomography scan. No treatment was necessary as the symptoms resolved on their own.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained events from 10jun2024 ¿ 12jun2024. No notable events or alarms were captured on the event date, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number mlp-020656, with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including neurological dysfunction, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.